Event description:
It was reported that the patient was in the operating room at the time of the call and impedance checks showed c/0-1679, c/1-4075, c/2-3381, 0/1-4481, 0/2-4481 and 1/2-5833 ohms. Prior to the extension replacement which had occurred on the date of this report the lead impedance was within normal limits. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# v007058, implanted: (B)(6) 2006, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0shxj, implanted: (B)(4) 2006, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 748251, serial# (B)(4), product type: extension. (B)(4).